Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. Failure analysis could not replicate nor confirmed the customer complaint. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The prograsp forceps instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was fully functional. Further evaluation found the prograsp forceps instrument had a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument clamp/locking mechanism when closed. The procedure was completed with no reported injury.